Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported during an endoscopic vein harvesting procedure vasoview hemopro 2 cautery quit working/heating/cutting. No added time or incisions. Power supply setting at 3. Assembled according to IFU. Tried replacing cords. Finished case using new kit. No patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. Corrected section: d10. The lot # 3000428261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.